Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation observed damage to the ultrasonic sensor protective wrap. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an external influence which caused the protective wrap damage. The upstream sensor assembly will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "air in line damaged". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.